Event description:
The customer reported that the ventilator alarmed when turned on does not work. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
.

Manufacturer narrative:
Per failure analysis the power management (pm), pcba was tested and no failures were identified.

Event description:
The customer reported that the ventilator alarmed when turned on does not work. The customer reported that the unit was in use on patient, but there was no patient harm.